Event description:
There was an allegation of questionable results for multiple assays from the cobas e411 disk analyzer. One example for elecsys total psa was provided. The initial result was 0.01 ng/ml and the free psa result was 0.84 ng/ml. The doctor questioned the results but the customer no longer had the sample to perform repeat testing.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer could not determine a cause. He performed a complete visual inspection and probe adjustments. He determined the measuring cell was past due for replacement and he replaced it along with the seals, pinch tubing, and reagent tubing. He ran a system volume check, photomultiplier high voltage check, blank cell calibration, and qc. The qc recovery was within the acceptable range. Therefore, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.